Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on (B)(6) 2017 with the following results. The battery compartment was cracked in two places.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on (B)(6) 2017.